Event description:
The patient reported experiencing times where the device seemed like it was "fluttering" or "skipping a beat." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).